Manufacturer narrative:
The event date is unknown. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot# 1416540084 and lot# 1416540087. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specification.

Event description:
It was reported that the patient presented with a history of back and radicular symptoms, failing exhaustive conservative measures. The patient underwent lumbar spinal fusion surgery using dbm putty. Two days post-op, the patient returned to the or for a suspected infection. Upon opening and examining the wound, the surgeon found inflamed tissue, but no infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.